Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported doing the transition, the harvester stated that he did not like the toggle/thumb wheel that was put on the vh-3500 vasoview hemopro. He felt it can cause forearm and thumb fatigue over time, and would like the vh3000 toggle on the new device (the ergonomic handle is fine). Also, his partner is starting to get carpel tunnel symptoms, and that this device would make it worse.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported doing the transition, the harvester stated that he did not like the toggle/thumb wheel that was put on the vh-3500 vasoview hemopro. He felt it can cause forearm and thumb fatigue over time, and would like the vh3000 toggle on the new device (the ergonomic handle is fine). Also, his partner is starting to get carpel tunnel symptoms, and that this device would make it worse.